Event description:
The customer contacted stryker to report that their device will not power on.there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the device would not power on using ac power but would power on with a known good battery. Stryker replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker further evaluated the removed power module and determined that the cause of the reported issue was a shorted capacitor on the ac to dc voltage converter.

Event description:
The customer contacted stryker to report that their device will not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.